Event description:
(B)(4). The patient was affected by triventricular hydrocephalus. After 3 years from the intervention of third ventricle cistemostomy, the surgeon decided to proceed by doing a ventricular peritoneal shunt on the (B)(6) 2014. Different tentatives of valve's programmation were made from a maximum of 140mmh20 to a minimum of 90mmh20: no clinical improvement was detected neither a variation of the ventricular size. Due to a suspect of a malfunction of the valve, the surgeon decided to replace this valve on the 3rd on (B)(6) 2014. The surgeon affirms that the last programmation of the replaced valve (here claimed) was made at 120mmh20(as reported in the xray attached): the liquor was clear. It was made a preoperative test and this showed the patiency of the valve. The valve implanted on the 3rd of november is a hakim medos programmed at 110mmh20: the patient had a rapid clinic improvement. Repository number: (B)(4) summary of reported event: (B)(6)the valve was implanted, multiple programming attempts made. No patient improvement. Valve malfunction suspected. Revision on (B)(6) 2014. Patient is doing better.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.